Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that an ar-3636h hip knotless fibertak repair stitch came unloaded out of the loop in the cannula. The surgeon pulled the loop through the anchor, not realizing it had come unloaded. The repair suture was cut, leaving the anchor body in the patient. Then the surgeon re-drilled a new hole and implanted a new anchor without further issues. The case was minimally delayed cutting the stature and implanting the new one. This was discovered during a hip labra repair procedure.